Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution and what appears to be blood was dried on the lens. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Information was provided in the file that indicated the use of a qualified cartridge and handpiece. The viscoelastic indicated is not qualified for the lens/cartridge/handpiece combination used.the product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The file indicated that the non-toric 24.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company toric 25.0 diopter (extended depth of focus) lens model. Due to the exchange of a non-toric lens to a toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had astigmatism . The iol was exchanged for another lens after 4 months following the initial implant procedure. The clinical reason given for the explant was "astigmatism after cataract surgery¿. Additional information was requested.